Event description:
The user facility alleges one event where the endotracheal tube holder was disconnecting from its adhesive base. No patient compromise.

Event description:
The user facility alleges at least two events where the endotracheal tube holder was disconnecting from its adhesive base. No pt compromise.